Manufacturer narrative:
This report is submitted november 23, 2017.

Event description:
Per the clinic, it was reported that the patient developed a wound infection at the implant site. Additionally, it was reported that the patient suffered two falls with impacts to the implant site. Subsequently, the device was explanted on (B)(6) 2017. The electrode array was left insitu in order to preserve the cochlea for future implantation. The patient was treated with oral antibiotics, post-operatively.